Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer¿s family regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the device was shocking her really bad. She had several falls over the last couple years. It was indicated that the therapy was on during the call and patient services walked patient and caller through how to turn stim off. Patient said she was not feeling the shocking. It was noted that after they turned stim off, patient was feeling a little sensation. The event occurred a couple weeks ago. The patient did not have a healthcare care provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.